Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge connection. Air bubbles were "pushed through tubing" during basal delivery overnight resolving the issue. Customer's blood glucose level was 380 mg/dl.